Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Manufacturer narrative:
Event date is unknown; however physician reported patient weight was (B)(6).

Event description:
According to the physician, in (B)(6) 2010, the patient reported that her bladder had fallen again and a pinnacle pelvic floor repair kit was implanted in (B)(6) 2010. Post procedure, the patient reported pain in her hip and inability to void. Dyspareunia was reported starting a couple of months after the pinnacle procedure. A foley catheter was placed and intermittent self-catheterization was required due to continued inability to void; which was reported until (B)(6) 2010. The physician believed the mesh was too tight under the bladder neck and was compressing the urethra. A procedure was undertaken to correct this and the patient was dilated. According to the physician, the patient should have easily voided at this point but post procedure still failed a voiding trial. The physician stated that the cause was most likely neurological as the patient exhibited other neurological symptoms such as twitching. The patient did not return and has not been seen since. All other information is unknown and unavailable.